Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe keeps shutting off and will not fully power on. Technical support engineer (tse) verified earlier errors in logs that were instrument and cable related, but error did not seem related. Tse had caller verify power cable for erbe was tight on both ends and inquired if customer could move to an isolated out, but caller stated one was not available. Tse offered the option to move over to another tower or bring in a force triad. Customer declined further options and has opted to move forward with laparoscopic surgery. Site found force triad generator and energy activation cable, p/n: 371716-02 and are connecting backup iesu generator caller wanted to confirm that backup will work. All cabling was connected. Tse advised checking energy port connection on the vision tower. It was showing blue and no error are being displayed at time of call. Surgeon is planning to continue with system once instrument is tested and confirmed. The procedure was completed laparoscopically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the erbe would not work during first robotic case...we ended up using the attachment with a bovie machine for the second case when the rep came. Then able to use the robot appropriately. The conversion did not result in adding additional ports and patient tolerated the change fine with no injury reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "the erbe keeps turning off". Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. The log showed error c-84. The iesu will be returned to the original equipment manufacturer. Probable root cause is attributed to the generator.